Manufacturer narrative:
The pod was received fully deployed with no blood on the device. Investigation of the cannula subassembly to be inadequate. The observed inadequate formed needle can be confirmed as the cause of the reported event. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone16.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided. The device was originally reported for causing bleeding at the infusion site.